Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2018. The customer blood glucose level was 439 mg/dl at the time of incident and the current blood glucose level is 400 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection. The customer stated that the symptoms related to high blood glucose is feeling sick and expressed may be indicative of the possible onset of diabetic ketoacidosis. Customer reports they contacted their health care professional regarding the high blood glucose. The insulin pump will not be returned for analysis.